Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 50 events were originally reported for this failure mode during the reporting quarter. 9 events were inadvertently excluded. 59 reported events are included in this follow-up record. Product return status: 19 devices were received. 40 devices were evaluated in the field. Event confirmation status: 58 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: (B)(4) devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 59 </noe> malfunction events in which the device had paint chips missing. 59 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 50 events were reported for this quarter. Product return status: 49 devices were received. 1 device was evaluated in the field. Event confirmation status: 49 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 49 devices were found to be affected by chipped paint. 1 device had no problem found. Additional information: 50 devices were not labeled for single-use. 50 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device had paint chips missing. 50 events had no patient involvement; no patient impact.